Manufacturer narrative:
Evaluation codes, results: (stent graft was not extended down to the hypogastric artery. Conclusions: (ectatic iliac artery).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 72 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported originally the stent graft was not extended all the way down to the hypogastric artery. The patient recently presented with a distal type 1 endoleak because the right common iliac artery had become ectatic on the ipsilateral side of the bifurcated stent graft. A aneurx iliac stent graft was used to extend the ipsilateral limb stent graft 4 cm down the hypogastric artery and successfully resolved the endoleak. No additional clinical sequelae were reported and there was a good outcome of the procedure.